Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during implant a connectivity check showed green while there was a yellow impedance result with electrode impedances. It was found that all pairs with electrode 8 were greater than 40000 and the 0/7 pair was 70 ohms while all other pairs were between 550-1000. After programming the patient was getting paresthesia in the target area. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the impedance issues were not determined. It was unknown if the impedance issues were resolved. No further complications were reported or anticipated.